Manufacturer narrative:
It is unknown if the device will be returned. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure, a flexor ansel guiding sheath unraveled and separated upon removal of the device. Although most of the device was retrieved, a very small portion of the device remains in the patient's body. There has been no report that the patient required any additional procedures or experienced any adverse effects due to this event.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
Additional information was received 25sep2020. The original procedure was an angiogram of the lower extremity. Reportedly, the patient also underwent a thrombectomy, balloon angioplasty, and stent placement. It is unknown at this time if the additional procedures were required due to the separated sheath. Although it was originally reported that a portion of the device remained in the patient, new information states that nothing was left in the body. It is unknown how the separated portion of the device was retrieved from the patient. Clarification has been requested.

Event description:
Additional information received on 04nov2020, no portion of the device was left inside of the patient. However, the device failing did result in the need for the thrombectomy, angioplasty, and stent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 14dec2020: the separated portion of the flexor ansel guiding sheath was removed with hemostats as it was partially sticking out of the skin.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, during an angiogram of the lower extremity, a flexor ansel guiding sheath unraveled and separated upon removal of the device. The separated portion of the flexor ansel guiding sheath was removed with hemostats as it was partially sticking out of the skin. This resulted in the patient undergoing a thrombectomy, balloon angioplasty, and stent placement. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, documentation, drawings, the instructions for use, interview of personnel, manufacturing instructions, and quality control data. The complainant returned one used kcfw sheath to cook for investigation. Physical examination of the returned device showed one 6fr kcfw received used, with bio present. The device had 37.6cm of sheath length. The end was missing with 8.6cm of dilator exiting. There was material elongated at the separation point 5mm. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warnings- if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal. Reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal. Instructions for use. Sheath introduction: 1. If the device has hydrophilic coating, activate the coating by wetting the outer surface of the device with heparinized saline. Note: for best results, maintain wetted condition of device during placement. How supplied : upon removal from package, inspect the product to ensure no damage has occurred." A CAPA was initiated following an increase in yearly complaints of patient injury or death between 2018 and 2019. The CAPA team assessed the root cause to be thin wall of ptfe liner being susceptible to damage from handling and processing during profiling and coil transfer processes leading to increased susceptibility to shaft separation. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Based on the provided evidence and the completed investigation, cook has concluded device failure contributed to this incident per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.